Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was brought to the operating room for hematoma evacuation. While the chest was open, bleeding around the outflow graft (ofg) was found. The patient was placed on a cardiopulmonary bypass machine and the ascending aortic arch was repaired. The left ventricular assist device (lvad) pump speed remained at 5100rpm with a low flow alarm. An echocardiogram revealed left ventricular collapse. A review of the log files revealed low flow and low-speed advisory on (B)(6) 2022 at 1557- 1721 with a fixed pump speed at 3000 rpm. The pump speed was changed to 4000 rpm which corrected the flow but the speed was still lower than the low limit of 4900 rpm causing low-speed advisory events. Fixed speed slowly increased as the log went on and was eventually set at 5100 rpm.

Event description:
It was reported that the patient was in stable condition and later discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2022, per the timestamps. Low speed and low flow alarms were captured on (B)(6) 2022, which appeared to be associated with the intentional low speed settings during the patient¿s surgery. These events resolved as soon as the pump speed was increased back above the low speed limit. No other notable events or alarms were observed. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.